Event description:
It was reported that this inflatable penile prosthesis (ipp) was losing rigidity, and the patient had an impending erosion on the right side. A surgical procedure was performed, during which the existing ipp was removed and replaced. No further patient complications were reported.